Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm. Unable to verify possible over delivery anomaly, no delivery alarm/insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2023 to (B)(6) 2024. There was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 22-nov-2023. There was no data available to verify no delivery alarm/insulin flow blocked alarm and unexpected pump errors/alarms 1 week prior to the event date 22-nov-2023 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2024, there is no unexpected alarms/suspends. However, no delivery alarm/insulin flow blocked alarm noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 2513500 (251.35 u). Dailytotalofbasalinsulindelivered: 523500 (52.35 u). Dailytotalofbolusinsulindelivered: 1990000 (199 u). No delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2024 11:33:47.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. (B)(6) 2024 11:43:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) during basal delivery. (B)(6) 2024 11:43:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) during bolus delivery. Unable to test for no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. No delivery alarm/insulin flow blocked alarm was unknown. In further full review of the pump history/traces on the event date of (B)(6) 2024, no bolus delivery noted. However, pump error 130 alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of (B)(6) 2024 listed on smartsolve. Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000 dailytotalofallinsulindelivered: 89250 (8.925 u) dailytotalofbasalinsulindelivered: 89250 (8.925 u) dailytotalofbolusinsulindelivered: 0 (0 u) pump error 130 alarm was recorded and found in the formatted history file on: (B)(6) 2024 06:21:18.000. (B)(6) 2024 06:21:47.000. (B)(6) 2024 06:31:00.000. (B)(6) 2024 06:36:02.000. No pump error 37, 38, 39, 41, 42, 43, 79, 80 and 82 alarm in the formatted history file noted. Unable to test for pump error 130 alarm due to critical pump error (open book image) alarm. Pump error 130 alarm was unknown. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file for the event date of (B)(6) 2024. Please see below for pump errors/alarms noted 1 week prior to the event dates of (B)(6) 2024 in the formatted history file. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 14:38:00.000. (B)(6) 2024 03:57:00.000. (B)(6) 2024 04:07:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 14:54:00.000. (B)(6) 2024 06:51:00.000. Unable to test for lost sensor alert due to critical pump error (open book image) alarm. Lost sensor alert was unknown. Pump error 61 (stuck key alarm) was recorded and found in the formatted history file on: (B)(6) 2024 08:53:22.000. Unable to test for pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. Pump error 61 (stuck key alarm) was unknown. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 09:31:56.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2024 06:35:55.000 and (B)(6) 2024 06:45:00.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Perform brush cleaning with the isopropyl alcohol the moisture damage areas and reinstalled the original electronics, case, internal battery and motor. The critical pump error occurred during testing. In conclusion, critical pump error (open book) and pump error 35 alarm found in the formatted history file due to corrosion on the pcba 1, pcba 2 and force sensor. The pump was received with the original battery cap with a broken 1 heat stake post. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs/low bgs. Unable to verify possible over delivery anomaly, no delivery alarm/insulin flow blocked alarm, upload pump to carelink and perform the required testing due to critical pump error (open book image) alarm. Customer alleged for possible over delivery anomaly and no delivery alarm/insulin flow blocked alarm were unknown. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. During visual inspection, corrosion was also found on the motor and vibrator assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported a insulin pump had a critical pump error and the pump was no longer delivering insulin. Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. It was found that the other critical pump error. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to the backup plan as per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.